Event description:
During a lap colon procedure, the device was utilized to grasp on colon and the handle broke and would not rachet. No pt consequences. Case completed with another device of the same product code. One device returning.